Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2021-03227. It was reported that the patient was experiencing positional low impedance resulting in inadequate pain relief. As result, the patient may undergo surgical intervention on a later date. It is unknown which lead had impedance issues so both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A4 - patient weight updated.

Event description:
Additional information received indicates the patient¿s leads were explanted on (B)(6) 2021.